Event description:
The customer's nurse reported via phone call that the customer was hospitalized due to a high blood glucose level of over 700 mg/dl. His blood glucose level was stabilized with IV drip. The insulin pump uploaded the wrong information to carelink. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.